Event description:
It was reported that during a preventive maintenance check of the external pulse generator (epg), it was discovered that the liquid crystal display (lcd) was "bad." Therefore, the epg was returned for repair. There was no patient involvement.

Event description:
It was further reported that the generator had been returned.

Event description:
It was reported that during a preventive maintenance check of the external pulse generator (epg), it was discovered that the liquid crystal display (lcd) was "bad". Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification. Analysis also found the upper and lower cases broken, both bails as well as both bail covers were missing, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the serial number label was damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).